Event description:
It was reported that during a stent graft placement procedure, the balloon was allegedly noted to be ruptured after the removal of delivery system. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 06/2024).

Event description:
It was reported that during stent graft placement procedure in a renal artery, the balloon was allegedly noted rupture after removal of delivery system. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the lifestream device was not returned for evaluation. The result of the investigation is inconclusive for the reported balloon rupture issue. The root cause for the reported balloon rupture issue could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the lifestream product was reviewed and contains the following information relevant to the reported event: it was described in the entry description that the lifestream stent was been used in stent graft placement procedure in a renal artery. This is off label use of the device. The instructions for use for the lifestream product in the indication for use specifies "the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries". Indication for use: the lifestream¿ balloon expandable vascular covered stent is indicated for the treatment of atherosclerotic lesions in common and external iliac arteries warnings: ¿ do not exceed the maximum rated burst pressure since this increases the potential for balloon rupture and vessel damage. The use of a pressure monitoring device is recommended to prevent over pressurization. ¿ use only diluted contrast medium for balloon inflation. Do not use air or any gaseous medium to inflate the balloon as this may cause uneven expansion and difficulty in deployment of the covered stent. For the contrast/saline solution, a ratio of 50/50 is recommended. ¿ do not retract the balloon until the balloon is fully deflated under vacuum. Potential adverse events: ¿ balloon rupture. Precautions: ¿ do not use if the delivery system cannot be properly flushed. ¿ store in a cool and dry place. Keep away from sunlight. Directions for use: endovascular system preparation. 4. Carefully remove the selected device from the package. 5. Inspect the covered stent for adherence to the balloon and centered placement in relation to the balloon marker bands. If the covered stent is not centered and/or does not firmly adhere to the balloon, do not use. 6. Flush the delivery system guidewire lumen with sterile saline mixture until saline drops from the distal end of the endovascular system. Air evacuation: 7. A 20 cc or smaller luer-lock syringe with a minimum of 5 cc¿s sterile saline mixture is recommended for use for aspirating this device. 8. With the distal balloon tip pointing down and positioned below the level of the syringe, pull negative pressure until all air is expelled. 9. Induce a negative pressure to remove any air from the balloon and inflation lumen. Repeat until all air is expelled. 10. Carefully release to neutral. Allow the inflation lumen to fill with the diluted contrast medium and maintain a neutral pressure. Important: do not apply positive pressure to the balloon. 11. Attach the prefilled inflation device to the inflation lumen of the catheter hub, ensuring no air bubbles remain at the catheter connection. Introduction of the endovascular system and placement of the covered stent: 15. Slowly inflate the endovascular system balloon to nominal pressure, expanding the covered stent. Confirm complete expansion via fluoroscopic visualization. A 15 ¿ 30 second inflation time is recommended. Important: do not exceed the rated burst pressure of the delivery system. 16. After covered stent deployment, apply negative pressure to the balloon until it is fully deflated. Withdraw the delivery system while maintaining negative pressure with the guidewire remaining across the lesion. H10: b5, d4 (expiry date: 06/2024), g3, h6 (method). H11: g1. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.